Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a transcatheter aortic valve replacement interventional procedure. Reportedly, the foot would not close due calcification. A cut down surgery was done to remove the device and to close the hole. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.